Manufacturer narrative:
H3: product analysis: evaluation of the device determined damaged bearings. The likely cause was identified as corrosion. It was also noted lock twist found jammed, bearings are worn-out, bearings are corroded, output drive shaft assembly found corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the attachment had bearing issue. It was reported that there was no patient involvement. Additional information was received stating that detached bearings were found during evaluation.